Event description:
It was reported there was tissue growth within the sutureless connector hub of the catheter. It was noted, the patient was not "getting therapeutic effect," it was also noted "there were no patient symptoms/injuries related to this event." In the operating room, it was noted there were not "issues visualized with the catheter," catheter was explanted/replaced. The "entire" catheter was to be sent back for analysis to determine where issue "may" have been. Hospitalization was required. At the time of this report patient outcome was listed as alive, no injury, no adverse event. The device system was used to infuse baclofen.

Manufacturer narrative:
Analysis of the catheter found acceptable performance in testing. The catheter was returned in segments. There was foreign material in the cup of the sutureless connector (sc) prior to decontamination. A leak was found on the catheter body 42 cm from the sc. There were multiple holes in the segment and the appearance of the holes indicated that they may have occurred during refill or trying to aspirate the catheter. They were likely user related holes. (B)(4).

Manufacturer narrative:
Catheter: model 8598a serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), catheter model 8596sc serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6). (B)(4).